Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: on investigation, the pump powered on with fully functioning audio tone. Investigation did not confirm nor duplicate a ¿quiet sounds¿ issue. The pump was opened for investigation and did not reveal any damage, defect or contamination of the audio tone module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a audio tone/vibration (quiet sounds) issue. It was reported that there was audio tone issue of quiet sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.